Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter stated the customer was hospitalized with hyperglycemia. Her blood glucose had been elevated for 5-6 days, and she was dizzy and weak, could not stand, had difficulty with balance, and was somewhat incoherent. She was admitted to the hospital, taken off the infusion device, and treated with an IV drip of insulin and insulin injections. It was determined the customer had stroke due to hyperglycemia. The customer and hospital staff believe the infusion device was under- delivering insulin. The alleged product was replaced and requested for evaluation.